Event description:
On 4/3/97, the MFR received information from its distributor that a facility in their territory experienced difficulties with these devices. The report expresses a concern of dissatisfaction with the new device packaging since it is difficult to get the needles out of the new box. The distributor has inquired whether the needles are now packed in new boxes and whether the old boxes are available.

Manufacturer narrative:
Since the needles were not returned to the MFR for analysis, the MFR's investigation of this event was limited to a review of the device history record and a trend analysis. A review of the device history record was performed and did not identify any manufacturing variances in relation to this event. A trend analysis was performed on similar incidents involving this catalog and lot number and a trend has not been identified. The MFR's investigation of this event is inconclusive; however, the MFR is in the process of reintroducing another needle product line based on customer preference and requests conveyed through the MFR's customer service, complaints department, clinical and sales representatives. No further details are available. The MFR is now closing its file on this event.